Manufacturer narrative:
The year is the only known part of manufacture date. We have defaulted to the first of the year.

Event description:
Manufacturer's investigation unit reports lancet protrudes beyond the end cap of the multiclix device. No adverse event reported. Product has been returned.